Manufacturer narrative:
The insulin pump was received with blank display due to faulty component on the interface board. Unable to verify operating currents, perform functional test including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement tests or verify delivery or bolus anomaly due to blank display anomaly. Unable to verify button keypad anomaly due to blank display. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a display and keypad anomaly on the insulin pump. Customer's blood glucose was 15.0 mmol/l. Customer explained that the display had gone blank and the digits were racing before making it impossible to set a bolus and before it stopped delivering insulin completely. Customer reverted to a back-up plan and is waiting for a replacement pump.